Event description:
Patient has left knee pain. Doctor says the tibia is internally rotated. Tibia & insert revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Clinician review of the provided information determined the likely root cause of the event to be malpositioned tibial baseplate. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Patient has left knee pain. Doctor says the tibia is internally rotated. Tibia & insert revised.